Event description:
It was reported that during a da vinci-assisted ligation of patent ductus arteriosus surgical procedure, the customer was not able to control the universal surgical manipulators (usms) 3 and 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to power cycle system, and the customer confirmed that the issue was resolved with a power cycle. They stated that they needed the trumpf table to continue and suspected this issue was related with the table motion. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. The customer indicated that the arms moved on their own during the case and was resolved. The procedure was continued with all 4 arms. The reporter confirmed there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the signal between the patient side cart (psc) was unstable. Fse replaced the table interface module (tim) to solve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.